Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed. The backlight is failing. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report.at this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device's displays starts to flicker on start-up. The customer reported there is no patient involvement associated with the event.